Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. The investigation identified device-device incompatibility and material separation. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. This report was received from one source. The patient was a (B)(6)year old male, 58kgs. There was no patient contact.